Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors noted during testing. However, pump errors were confirmed in insulin pump history with variable (009) due to software anomaly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported via phone call that the insulin pump alarmed with multiple hardware low level failure alarms. The device also received a motor communication error and a critical black error alarm. The patient's blood glucose at the time of incident was 9.9 mmol/l. During troubleshooting it was decided that the patient should refer to their medically prescribed back-up plan. The insulin pump will be returned for analysis.